Event description:
During the evaluation of the device, the service technician identified a ventilator inoperative code e-50 indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. The service technician states that the pca is faulty due to this error code. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.